Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was free flowing. They provided no other information. At the time of the complaint the initial reporter stated that they did not have any information about the complaint or if the device had been in use by a patient when it occurred. They advised that they were unable to get any additional information. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. When the device was returned to mmdg for investigation it operated as expected. Mmdg could not replicate or confirm the reported complaint.

Event description:
The initial reporter stated that they had a set that was free flowing. They provided no other information. At the time of the complaint the initial reporter stated that they did not have any information about the complaint or if the device had been in use by a patient when it occurred. They advised that they were unable to get any additional information. (B)(4).